Manufacturer narrative:
The device was received deployed. Data obtained from the device generated an 0x6a occlusion alarm. The pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The 0x6a alarm did not replicate, but time outs were observed in the rerun data. Fluid failed to flow through the fluid path. Examination of the fluid path components found the hard cannula to be occluded with blood residue. Despite multiple attempts, the blood residue could not be cleared from the hard cannula. The observed blood residue was determined to have contributed to the generation of the 0x6a alarm. No damages or defects were observed during investigation that would contribute to a communication error. The root cause for the reported communication error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 470 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with IV (intravenous) fluid and insulin. The patient was released the following day. The pod was worn when seeking medical attention.